Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Customer was trying to remove air bubbles when the alarm occured. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.